Event description:
Customer called to report the pump did not have an audible tone. Troubleshooting was performed. The audible tone was not able to be heard. Also customer was receiving an a-37 alarm followed by an e-14 alarm.